Event description:
It was reported that the atrial lead had dislodged and there was positioning/fixation difficulty. A repositioning attempt was made without success. During the attempt, it was noted that the right ventricular (rv) lead had an insulation breach and loss of capture. Low impedance was also noted. The atrial lead was explanted and replaced, and the rv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage; full lead returned and analyzed.